Event description:
It was reported that the device was at elective replacement indicator (eri) and that when the lead was tested through the device the device gave low impedance measurement and there was no capture at high output. It was suspected that the device did not have enough energy to pace. The device was explanted and replaced; the leads then tested normal thru the analyzer and the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.